Manufacturer narrative:
The evaluation revealed both broken drills to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 5 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, dimensional, visual or manufacturing related issues were found. The breakage surfaces of both drills indicate that the drills broke spontaneous in a forced brittle fracture. The drills cutting edges were found completely dull and worn. It is reported that the drills hit a tka implant (total knee arthroplasty) and got broken. The IFU includes that drilling metal is not allowed and that only sharp drills shall be used. The evaluation revealed that the drill broke due to a material overload caused by drilling metal (user related). Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During t2 surgery, the drill bits broke subsequently due to contact to tka component. ( the patient had undergone tka surgery before.) The broken drill tips were retrieved from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 surgery, the drill bits broke subsequently due to contact to tka component. ( the patient had undergone tka surgery before.) The broken drill tips were retrieved from the patient.